Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production investigation ongoing.

Event description:
Hamilton medical ag received the following description: the device suddenly stopped ventilating and triggered multiple visual alarms, accompanied by a continuous audio alarm. Attempts to silence the alarm by pressing the main switch and disconnecting the 230vac power supply were unsuccessful. The audio alarm only stopped temporarily when the internal battery was disconnected. However, the device started again shortly afterward. It was only after reconnecting the internal battery that the device remained silent. No harm to the patient was reported. Log file analysis revealed that on june 12, 2025, the 'panel connection lost' alarm was triggered, accompanied by multiple error messages displayed on the screen. 2025-06-12 10:05:17 tf : 9910 tech fault 9910 2025-06-12 10:05:17 tf : 9901 tech fault 9901 2025-06-12 10:05:16 tf : 9914 tech fault 9914 2025-06-12 10:05:16 tf : 9912 tech fault 9912 2025-06-12 10:05:15 tf : 9940 tech fault 9940 2025-06-12 10:05:15 tf : 9931 tech fault 9931 2025-06-12 10:05:15 tf : 9917 tech fault 9917 2025-06-12 10:05:15 tf : 9950 tech fault 9950 2025-06-12 10:05:14 tf : 1700 tech fault 1700 2025-06-12 10:05:14 tf : 9933 tech fault 9933 2025-06-12 10:05:14 tf : 9908 tech fault 9908 2025-06-12 10:05:13 tf : 1617 tech fault 1617 2025-06-12 10:05:17 tf : 9941 tech fault 9941 2025-06-12 10:05:17 tf : 9932 tech fault 9932 2025-06-12 10:05:17 tf : 1700 tech fault 1700 2025-06-12 10:05:17 tf : 1700 tech fault 1700 2025-06-12 10:32:06 panel connection lost alarms 4010 2025-06-12 10:31:56 panel connection lost alarms 4010 2025-06-12 10:26:18 panel connection lost alarms 4010

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Log file analysis revealed that on (B)(6) 2025, the 'panel connection lost' alarm was triggered, accompanied by multiple error messages displayed on the screen. (B)(6) 2025 10:05:17 tf: 9910 tech fault 9910. (B)(6) 2025 10:05:17 tf: 9901 tech fault 9901. (B)(6) 2025 10:05:16 tf: 9914 tech fault 9914. (B)(6) 2025 10:05:16 tf: 9912 tech fault 9912. (B)(6) 2025 10:05:15 tf: 9940 tech fault 9940. (B)(6) 2025 10:05:15 tf: 9931 tech fault 9931. (B)(6) 2025 10:05:15 tf: 9917 tech fault 9917. (B)(6) 2025 10:05:15 tf: 9950 tech fault 9950. (B)(6) 2025 10:05:14 tf: 1700 tech fault 1700. (B)(6) 2025 10:05:14 tf: 9933 tech fault 9933. (B)(6) 2025 10:05:14 tf: 9908 tech fault 9908. (B)(6) 2025 10:05:13 tf: 1617 tech fault 1617. (B)(6) 2025 10:05:17 tf: 9941 tech fault 9941. (B)(6) 2025 10:05:17 tf: 9932 tech fault 9932. (B)(6) 2025 10:05:17 tf: 1700 tech fault 1700. (B)(6) 2025 10:05:17 tf: 1700 tech fault 1700. (B)(6) 2025 10:32:06 panel connection lost alarms 4010. (B)(6) 2025 10:31:56 panel connection lost alarms 4010. (B)(6) 2025 10:26:18 panel connection lost alarms 4010. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). Following the event, the cable between the vu and ip was disconnected and reconnected. Preventive maintenance was performed, during which no issues were identified, and the reported issue could not be reproduced. Additionally, the ventilator was operated continuously for an extended period prior to being returned to the customer, but no abnormalities were observed.